Manufacturer narrative:
Lot number 19h33c, expiration date 08/2021. Device manufacture date : 08/2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "2 funnels split open at the seam" and "implants sticking to the funnel".

Event description:
Healthcare professional reported that "2 funnels split open at the seam" and "used 3 funnels on 1 patient" against keller funnel2. Healthcare professional additionally reported "had to waste 2 funnels last week due to the implants sticking to the funnel."